Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they had issues with their infusion set. The customer states they had high blood glucose levels and noticed bent cannula. The customer's blood glucose level had been over 600mg/dl. The customer treated the levels with manual infection. The customer declined to troubleshoot for the highs and attributes the rise to the bent cannula. The customer was advised the sets would be replaced.